Event description:
On october 9th 2019,senseonics was made aware that hcp used demo insertion tools instead of sterile insertion tools for sensor insertion.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor (inserted with the demo kit) was successfully removed on (B)(6) 2019. Corrected data: b5 updated to on october 9th 2019, senseonics was made aware that hcp used demo insertion tools instead of sterile insertion tools for sensor insertion. H6: result code updated to 213. H6: conclusion code updated to 4311.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints..the sensor was sucessfully removed on (B)(6) 2019.the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019,senseonics was made aware that hcp used demo insertion tools instead of sterile insertion tools for sensor removal.